Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Two contacts at the facility reported the same incident with issues concerning the 10/12x100mm trocar single puncture procedure kit, item # cd7565g, lot 202011231 that occurred at (B)(6) health center, on (B)(6) 2021. It is noted the facility had an incident where the gasket detached and ended up in the belly, it was recognized and removed. The facility supplied that during a routine "lap appi" case the core reposable trocar by conmed failed. The procedure had been uneventful in this most recent occurrence, the difficulty came when inserting a retrieval bag 10mm. The internal gasket had broken loose and ended up in the belly. The detachment was noticed upon troubleshooting a leaking abdomen. The gasket was retrieved, and the device was replaced twice due to leaking gaskets. It is noted they have not changed their operational practices with this device. It is indicated there was no impact or injury to the patient and the procedure was completed. There had been nothing notable about the patient's anatomy and there was not any issue with trocar placement. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the gasket was removed.

Manufacturer narrative:
Investigation of the customer's reported issue and complaint was confirmed. The device is not being returned however photographic evidence has been provided. The image exhibits the reported claim however a root cause cannot be established. The manufacturing documents from the device history records (DHR) and lot history records (lhr) have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review found a total of 2 similar events involving 2 devices for this lot number. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that when endoscopic instruments and accessories from different manufacturers are employed together in a procedure, verify compatibility prior to initiation of the procedure and ensure that electrical insulation or grounding is not compromised. To prevent damage, the trocar should not be introduced into the valve/reducer at an angle. Sharp instrumentation may compromise the elastic seal. This issue will continue to be monitored through the complaint system to assure patient safety.